Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-11-18. H6: investigation summary . Bd received 1 sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for embedded fm with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated "there was foreign matter in the gel x1."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated "there was foreign matter in the gel x1."